Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient confirmed that it was user error and they were able to get everything situated with both of their devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial began (B)(6) 2021. It was reported that the trial patient was experiencing communication issues with their insulin pump and sensor from a different manufacturer. The patient stated they installed a new transmitter and new sensor, but the sensor was not communicating. Therefore, the pump was not able to deliver the insulin that was needed. They had called the other manufacturers and one of them indicated there was something with the trial component manufacturer's devices (since they allowed for MRI), that caused issues with the glucose monitoring system/insulin pumps. It was reviewed that the trial manufacturer was not aware of any interference issues caused by the external neurostimulator (ens) or internal neurostimulator (ins). It was also reviewed to maintain both devices on opposite sides of the body, and to only interrogate one device at a time. For the time being, turning off the ens was discussed for the patient to troubleshoot the insulin pump and glucose monitoring system, and to see if the system worked better without that ens turned on. The patient planned to follow up with the trial manufacturer representative on any further details or issues.